Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient complains of battery switching. The battery was replaced. There was no effect on the patient.

Manufacturer narrative:
One battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed potential events of premature power switching involving batteries (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened and internal investigation for the root cause of communication anomalies between controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.